Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported that the patient¿s scs system was auto-reducing due to high impedances on the lead. X-ray imaging did not reveal any anomalies. Surgical intervention is pending.

Manufacturer narrative:
Further information received pre-operative diagnostic testing identified high impedance measurements on the extensions not the lead. In turn, the extensions allegedly caused auto-reduction of the scs system.

Event description:
Device 1 of 3: reference MFR. Report#1627487-2019-01215, reference MFR. Report#1627487-2019-01216.

Event description:
Device 1 of 3; reference MFR. Report#1627487-2019-01215, reference MFR. Report#1627487-2019-01216.